Event description:
Dr reported that two abutments broke in function. Pt is reportedly excellent.

Manufacturer narrative:
H6: no observable defects could be found with the components themselves. Measurements taken met design requirements. Co was able to review lot histories of the subject products and they were found to be acceptable per release criteria.